Event description:
The patient reported the loss of 7 v-go 20 devices because the adhesive pad did not stay attached to the body. Patient reported that she properly prepared the area where the v-go devices were applied (arm, abdomen, thigh) and despite ensuring the adhesive pad was secure the v-go devices became detached within a time period of about 12 hours.